Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, he discovered the cadioplegia (cpg) monitor was not working. The temperature display was displaying "88.8" on channels' cpg, a and b. The fsr was unable to change modes by pressing the select switch. This system is used as backup unit. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the printed circuit board assembly (pcba( in the monitor. With the pcba replaced and the preventative maintenance performed, the monitor operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.